Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed and stopped after starting for several minutes. It was noted that there was blood in the helium extension tube and the intra-aortic balloon (iab) was found broken. As a result, a new iab kit was used to complete treatment. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed and stopped after starting for several minutes. It was noted that there was blood in the helium extension tube and the intra-aortic balloon (iab) was found broken. As a result, a new iab kit was used to complete treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in the helium pathway is confirmed. A break in the central lumen was noted near the proximal end of the iab catheter, which can cause blood to enter the helium pathway. The root cause of the broken central lumen is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.